Manufacturer narrative:
D4: unique identifier (UDI) # - the UDI number is not available as the product code and serial number are unknown. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump did not infuse for one (1) hour during therapy. The clinician forgot to open on/off clamp and therefore the pump did not infuse. There was no report of patient injury or medical intervention, only that the patient had to stay longer. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.